Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain and metallosis. Subsequently, patient underwent a left revision procedure on (B)(6) 2006. A review of invoice history indicates the head and taper adapter were removed and replaced. Legal counsel further reported patient underwent another left revision procedure on (B)(6) 2010. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2013-06184 / 06187).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain and metallosis. Subsequently, patient underwent a left revision procedure on (B)(6) 2006. A review of invoice history indicates the head and taper adapter were removed and replaced. Legal counsel further reported patient underwent another left revision procedure on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from operative report noted patient was revised on (B)(6) 2006 due to pain. Operative report noted scar tissue during the revision procedure. The modular head and taper adapter were removed and replaced. Operative report further noted patient underwent an additional revision procedure on (B)(6) 2010 due to recurrent dislocation. During the revision procedure, aseptic loosening and a retroverted acetabular cup were noted. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and a competitor cup and liner.